Event description:
It was reported that the customer was getting a no delivery alarm on the insulin pump. Customer's blood glucose level was 193 mg/dl. Customer was trying to fill the tubing on his infusion set, but every time he tries to fill the tubing he receives a no delivery alarm. Troubleshooting was performed and the insulin did exit. Customer stated that as soon as he started to fill the tubing, the pump alarmed no delivery. Customer was able to disconnect the infusion set and reservoir and reconnect with no issues. Customer was able to push insulin out of the tubing with the plunger. Customer still had a no delivery alarm when he tried to fill the tubing. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.